Manufacturer narrative:
During an e-mail follow up sent by the customer on (B)(6) 2016, the customer reported that after delivering 10.2 units of insulin, the insulin gauge displayed an accurate fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. As the customer was unable to complete troubleshooting at the time of the call, the customer would call back at a later time.